Event description:
It was reported that the patient experienced an adhesive failure on (B)(6) 2026 as the infusion set tape not sticking and the cause of the product not adhering was hang in the cabinet

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.